Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 241mm distal to the distal end of the strain relief with some bending noted at each side of the break. A hypotube kink was noted 228mm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 23dec2019. It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent shaft broke. The procedure was completed with a different device. However, returned device analysis revealed hypotube break.